Manufacturer narrative:
Correction: section h6. Component code: previously reported as - patient lead (3079). Updated to - packaging (4747). Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The lead and packaging were not returned for analysis. A photo was provided, showing the tray seal partially opened and the lead completely outside of the packaging, confirming the reported event. It was confirmed that the packaging damage was identified before use. A definitive root cause for the packaging damage is not able to be determined. The evoke scs system surgical guide details sterilization and storage including, "do not use surgical or implantable components if the package appears to be damaged or has been previously opened. If the packaging appears to be damaged, please return it to saluda medical for replacement.". The manufacturing records were reviewed. Product met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
When preparing for an evoke spinal cord stimulation (scs) system trial procedure, the lead kit inner tray packaging was not sealed completed. The lead kit outer packaging was intact. This was identified prior to use. A new lead kit was used to complete the procedure.

Manufacturer narrative:
Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h11 - manufacturer narrative. The devices were returned to saluda without the packaging and passed visual inspection, with no anomalies identified.